Event description:
Zenith main body graft was placed in a pt with an aortic neck measuring 12 millimeters in length. The pt also had bilateral single renal arteries. The left renal artery had an extremely steep, downward origin from the aorta and was also the lowest renal artery. Final angiogram showed a partial covering of the left renal artery, but no visible endoleaks. The physician decided to stent the left renal artery as a result of the partial occlusion. The left renal artery was pre-dilated with a balloon catheter and another manufacturer's stent was placed in the renal artery. The final angiogram showed that the stent totally opacified the renal artery and resolved the occlusion. Procedure was concluded with no type I endoleaks.